Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparoscopy procedure, the device misfire during an exploratory laparotomy procedure. The stapler fired and the surgeon cut the tissue but staples did not deploy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device misfires during an exploratory laparotomy procedure